Event description:
It was reported that the procedure was a re-operation on a patient who had received a lap incisional hernia repair done at the hospital approximately 2 years ago. Everything was stuck to everything. The bowel was attached immediately below the prosthesis when they cut through it in a midline position. It is still in the patient as it was too difficult to remove.

Manufacturer narrative:
Report indicates that the patient developed adhesions, which are known possible adverse events listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event.